Event description:
It was reported that the interlocking arm was fractured. The target lesion was located in the spleen. A 20mm x 40cm interlock-35 was selected for use. During the procedure, continuous flushing was performed prior to the introduction of the coil. The device was stretched when the coil was released and it was noted that the interlocking arm was fractured. The device was simply pulled out and the procedure was completed with another of the same device. No patient complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection revealed that a delivery wire, main coil and introducer sheath were returned for this complaint. The main coil and delivery wire arms were not interlocked within introducer sheath. The introducer sheath was inspected, and no anomalies was noted, the twist lock had been opened. The main coil was found kinked and severely stretched. The interlocking arm of the coil was detached and was not returned. Distal fiber bundle loss was observed as well. The delivery wire was inspected, and no damages were noticed. No more damages were found in the returned device. Microscopic inspection of delivery wire and main coil revealed that the zap tip has a smooth surface. Per the instructions for use (IFU) an imager ii catheter should be used together with the coil device and as per the complaint information the customer used a non-boston scientific catheter. Per the IFU the use of other diagnostic catheters may result in an inability to deliver, deploy, or recapture the device.

Event description:
It was reported that the interlocking arm was fractured. The target lesion was located in the spleen. A 20mm x 40cm interlock-35 was selected for use. During the procedure, continuous flushing was performed prior to the introduction of the coil. The device was stretched when the coil was released and it was noted that the interlocking arm was fractured. The device was simply pulled out and the procedure was completed with another of the same device. No patient complications were reported and patient was stable post procedure.